Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 27 mg/dl, 57 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. The reading of 27, 59 and 120 mg/dl were found in the meter's memory log within 10 minutes.